Event description:
Customer reports the advantage meter would not power on and as a result the customer blacked out 3 times. The paramedics were called, tested customer's blood glucose at 536 mg/dl, and treated the customer with a saline IV. The customer was transported to the hospital. While customer was staying in the hospital, he was treated with insulin. Requested return of suspect system and replacement was sent.